Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a low out of range pacing impedance measurement was observed on one of the available vectors of this right ventricular (rv) lead. Bipolar impedances were stable and within range, so boston scientific technical services (ts) advised the clinician to leave this cardiac resynchronization therapy pacemaker (crt-p) programmed to bipolar and continue to monitor the patient. The crt-p and the rv lead remain in service. No adverse patient effects were reported.